Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead started to come out through incision. As a result, surgical intervention took place where the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Updated a4: patient weight, d10: concomitant products.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.